Event description:
It was reported by dealer that the axle near the motor gearbox on the left side of the m51psemiblue power chair is leaking grease. Spoke with tech, dealer could not provide any further information.